Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 162 mg/dl. The customer's mother declined to perform troubleshooting. The customer's mother stated that an issue with the infusion set caused the event. Nothing further was reported.